Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass on patient with previously resected stomach, orvil passed trans orally correctly. The orvil anvil was brought through the created gastric pouch, when one string was cut off the orvil, the plastic tubing would not come off. The surgeon cut the other stitch to remove the tubing of the orvil and manually pulled out any remaining stitches from the device. It was noted that the stapler work without a problem. There was no patient injury.